Event description:
When the physician was inspecting the stent prior to insertion, he noted the stent had moved on the stent delivery system (sds). The patient is a male. The target lesion location was the right common iliac artery which was heavily calcified and mildly tortuous. There was no damage to the outer packaging noted. There was no damage to the product when it was removed from the packaging. It is unknown if there was any mishandling of the product or if any positive pressure was applied to the balloon of the sds during prep. Prior to insertion, as the physician was inspecting the product, he noticed that the stent was not secure on the balloon and could move easily. He believes that the stent was not crimped firmly enough on the delivery system. Therefore, the physician decided not to use the product for safety. The procedure was completed using a competitor's product. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.